Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The husband of the patient stated that his wife was in the hospital. He stated she went into a diabetic coma in 2007 because "she has so many other health problems." He stated that on the same day, he found the patient unconscious and he called 911. The patient's blood glucose was 18 mg/dl and she was treated with sugar water and taken to the hospital where she was released 11 days later. He stated she has cancer in three different areas and had not been able to eat which led to the low blood glucose. Her normal blood glucose is 120 mg/dl. The husband stated he normally gives the patient "corn flakes" when her blood glucose is low. The husband stated that the infusion device is not at fault for the low blood glucose. No product will be returned for evaluation.